Event description:
It was reported that during use in a knee arthroscopy surgery, the metal tip from the super multivac wand shattered into multiple fragments that fell off into the patient's body. The knee washed out was completed as part of the arthroscopy and there is no known injury although small fragments can potentially still be in the knee. The procedure was completed with a surgical delay between 0-30 minutes using a smith and nephew back-up device. No other complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states without the requested relevant clinical information a thorough medical investigation could not be rendered nor could a definitely clinical root cause be determined. Based on the information provided, it is unknown if there was any injury although small fragments can potentially remain inside of the patient¿s knee. Therefore, if the metal tip was retained inside of the patient, the impact to the patient beyond the possibility of micro-motion and/or migration, and local irritation/discomfort cannot be determined. According to the report, the procedure was completed with a surgical delay between 0-30 minutes using a smith and nephew back-up device. Since no other complications were reported, no further clinical/medical assessment is warranted at this time. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. (4) activating the device above recommended settings for prolonged periods of time. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
The reported device was received for evaluation. Visual inspection observed eleven devices, one opened and ten unopened/sealed, were returned. The opened returned instrument shows no manufacturing abnormalities. The electrode tip has eroded from the spacer tip. The electrode legs are still embedded in the spacer tip. Bio debris is present. Product was out of the original packaging. No packaging returned. A functional evaluation found the device displayed settings (1,7) when plugged in. Plasma generation and coagulation functioned on the remaining portions of the electrode. The resistance measured at 0.91 kilo ohms. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states the super multivac wands are manufactured and intended as externally communicating devices and are not approved for long-term tissue exposure and long-term implantation data is not available. Therefore, if the metal tip was retained inside of the patient, the impact to the patient beyond the possibility of micro-motion and/or migration, and local irritation/discomfort cannot be determined. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. (4) activating the device above recommended settings for prolonged periods of time. No containment or corrective actions are recommended at this time.